Event description:
On 05/02: customer reports via phone that during an unknown pt procedure (age and gender of pt is unknown), the generator would not stay on. The staff completed the procedure without the use of fluoro. No pt injury to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.